Event description:
It was reported that the patient's ipg has depleted within two years after being implanted. It was noted that no electrocautery was used in any recent medical procedures. The physician suspected that the ipg depletion is due to the programming settings and not a defect of the ipg. The ipg will be replaced in the future.